Event description:
IV tubing was primed and primed again before IV was initiated. Air bubbles were noticed in midline of tubing after it was connected to the angiocath. IV tubing was disconnected from angiocath and primed again. Droplets of IV fluid were then observed coming out of the midline of IV tubing. A crack in the IV tubing was found. IV tubing was changed.